Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after they took a spin, user noticed a low battery as the indicator flashed red. User said this could have possible happened on the 2nd spin but was unsure. No patient present.